Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. The customer reported that she also had another low blood glucose episode. The customer reported that she gave herself too much insulin which caused the low blood glucose. The customer's blood glucose was 14 mg/dl at the time of hospitalization. The customer's blood glucose was 36 mg/dl at the time of the incident. The customer's blood glucose was 68 mg/dl at the time of call. The customer stated that she treated her high blood glucose with food, orange juice and milkshake. The customer stated that she had headache prior to hospitalization. The insulin pump will not be returned for analysis.